Event description:
It was reported that the patient passed away (B)(6) 2023. The patient had multiple readmissions for acute decompensated heart failure, right ventricle failure, cardiogenic shock requiring dual inotropic and pressor support and volume overload requiring dialysis. First admission was on (B)(6) 2023. Dates of admissions include (B)(6) 2023. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Related patient's previous admissions are reported under manufacturer report numbers: 2916596-2023-07761, 2916596-2023-07764, and 2916596-2023-07763. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure and death. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, model number: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.